Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after the ilet battery fully discharged, the device would wake but could not be unlocked despite touch input, leading to sustained hyperglycemia and a replacement being issued; the issue aligned with an unresponsive key/button behavior localized to the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including video review and troubleshooting guidance. Investigation of this device revealed the complaint was confirmed through the user's provided video and symptoms match a prior software bug which has been addressed.